Event description:
It was reported that the "downadup" worm attached the hospital network. The customer alleged that this caused the cic's to lose network connectivity. The user restarted the cic's several times presumably to recover network connectivity. There were multiple cics in the care unit, but only one cic was actively monitoring patients. Preliminary review of log files indicates that the loss of monitoring lasted more than 30 seconds and there was no indication that the worm infected the cic's. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.